Manufacturer narrative:
The insulin pump did not alarm with button error during testing. There was intermittent button response due to corroded keypad traces. Minor scratches were found on the lcd window. The pump also sustained cracked casing near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 360 mg/dl, which she planned to treat with manual insulin injections. Troubleshooting was initiated for the button error alarm. The customer stated that the buttons were not held down for more than three minutes. She was also unable to clear the alarm. The customer was advised to disconnect from the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.